Manufacturer narrative:
Date of event: unknown, not provided; best estimate (B)(6) 2018. Explant date: if explanted; give date: n/a (not applicable). Iol remains implanted. The product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported she had a model zxr00 15.5 diopter intraocular lens (iol) implanted (B)(6) 2018. ((B)(6) 2018). Patient feels that the iol has not done what it was supposed to. She is still having to wear glasses all the time when she was told she wouldn¿t have to, and she experiences starbursts at night to the point where she is unable to drive at night anymore. No additional information was provided. Patient has bilateral lens implants. This report represents the lens with serial number (B)(4).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.